Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash on her back. The rash was reportedly red and itchy. The patient's physician advised the patient to use an over-the-counter cream on the rash. After using the cream, the rash improved.